Manufacturer narrative:
The device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain an UDI label, but the applicable UDI information associated with the device is (B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'service gas system' message and the battery icon showed solid red. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) performed testing on the electronic patient gas system (epgs) which passed every calibration successfully. The batteries were fully charged, and the battery indicator light was green. After a system log analysis, it was determined that the issue was due to a software issue in which the system date read 2091 when it booted on 11dec2024. This made the system think the gas system and batteries were overdue for service. The system corrected the date when it was rebooted, and the issue resolved. No further action was needed. The unit operated to the manufacturer's specifications. The device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain a UDI label, but the applicable UDI information associated with the device is (B)(4).